Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there are no reported allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd effluent and pd catheter cultures generated growth of staphylococcus which is an organism normally found on human skin. Staphylococcus peritonitis is often caused by the patient having a breach in aseptic technique/touch contamination during the pd exchange whereby pd catheter is the source of entry for organisms into the peritoneum. Therefore, based on the reported information, the cause of the patient¿s peritonitis can be reasonably attributed to an infected pd catheter (not a fresenius product).

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient ¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022-(B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient ¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had an infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient ¿s pd nurse reported the patient began experiencing symptoms of abdominal pain on (B)(6) 2022. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (the same day). Per the nurse, the [d cultured generated growth of staphylococcus haemolyticus and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin, per clinic algorithm. However, according to the nurse the patient continued to experience intermittent abdominal pain and the peritonitis did not completely resolve. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture in the outpatient pd clinic which also had growth of staphylococcus haemolyticus. Therefore, the patient was hospitalized for pd catheter (not a fresenius product) removal (on (B)(6) 2022). Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs. The patient continues intravenous (IV) antibiotic therapy with incenter dialysis and is reportedly recovering from the peritonitis event. The nurse stated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis the nurse attributed the peritonitis event to an infected pd catheter (not a fresenius product) with report of pd catheter culture positive for staphylococcus haemolyticus.

Manufacturer narrative:
Correction: b2 hospitalization - initial or prolonged.